Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. Postoperatively, the patient had a procedure related burning sensation in the feet but there will be no further course of action. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing stomach pain from a previous revision (MFR report #: 3006630150-2014-00404). The physician prescribed a pain medication and believed that the stomach pain was procedure related. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing stomach pain from a previous revision. The physician prescribed a pain medication and believed that the stomach pain was procedure related. The patient will undergo a revision procedure.